Event description:
The malfunction occurs when a phase of a plan disappears during the ordering conversation after orders were added and removed. The phase of the plan is a "container" that holds the orders and in the malfunction, it can occur during planning or initiation. If the phase disappears during planning, the result can be a delay in care because the orders were not saved in a planned status for someone to initiate later. If the phase disappears during initiation of that phase, the result is that the orders are placed and care can be delivered. However, the physician that ordered that phase may not see the phase and may try to order it again resulting in possibility of duplicate orders, which can be mitigated by duplicate checking on orders.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4), 2010, to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provided a follow-up report when the software modification is available.